Manufacturer narrative:
The unit was returned to mindray's repair center for repair.

Event description:
Customer reported an issue with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.